Manufacturer narrative:
It was reported that "an investigation is on-going by the (B)(4). Follow-up report will be issued as necessary based upon investigation results.

Event description:
It was reported by the facility that "a fire started in a room with 2 beds in the geriatric ward. No one was in the room when the event happened. According to a witness, the flames were coming from the bed, on the side rail. All the furnitures in the room were destroyed." No patient involvement or adverse consequences are alleged.